Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during an esophageal dilation and stent procedure performed on (B)(6), 2010. According to the complainant, the device was advanced over the wire, but when the physician attempted to release the stent, it only partially deployed by a few millimeters. The complainant reported that the disease anatomy may have been a possible contributing factor to the event. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
(B)(4) (stent, partially deployed). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the distal stent loops were deployed. No issues were noted with the profile of the delivery system or the crocheted stent. During analysis it was possible to fully deploy the stent without any resistance being noted. The most probable root cause classification of this investigation is undeterminable. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during an esophageal dilation and stent procedure performed on (B)(6), 2010. According to the complainant, the device was advanced over the wire, but when the physician attempted to release the stent, it only partially deployed by a few millimeters. The complainant reported that the disease anatomy may have been a possible contributing factor to the event. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".